Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported an unknown side device rupture diagnosed via ultrasound and MRI and later confirmed left side rupture and capsular contracture baker grade ii. The device has been explanted and replaced

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported an unknown side device rupture diagnosed via ultrasound and MRI and later confirmed left side rupture and capsular contracture baker grade ii. The device remains implanted.

Manufacturer narrative:
Device evaluation: the device related to the reported events rupture and capsular contracture was received on march 26, 2025, with lot number 2747307. Based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed an opening on the device. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure creases and non-penetrating nick were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported an unknown side device rupture diagnosed via ultrasound and MRI and later confirmed left side rupture and capsular contracture baker grade ii. The device has been explanted and replaced with non abbvie product.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported an unknown side device rupture. The device remains implanted.